Event description:
While removing endo-catch from pt through trocar the device completely fell apart into five pieces. All pieces were accounted for. Surgeon notified, abdominal x-ray ordered / taken. Surgeon reviewed abdominal x-ray. Per surgeon's operative report: the gallbladder was placed in a 10 mm endo-catch bag. Numerous stones that extruded from the gallbladder were placed in a separate 5 mm endo-catch bag, that was introduced via the trocar over the right lower quadrant. As this endo-catch bag was removed, it became apparent that the metal fragments holding the bag had become disrupted, being entrapped within the 5 mm trocar. Therefore, I instructed the anesthesiologist to keep the patient intubated for further investigation. I opened a fresh 5 mm endo-catch bag, broke it apart and compared the metal fragments to the disrupted ones that were used during surgery. They were identical. In addition, a flat plastic object, holding the metal fragments together was also retrieved. Despite this confirmation, we obtained a formal x-ray and did not identify any metal objects within the abdomen. Therefore, the operation was concluded.